Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the official cause of death is unknown; they do not have a death certificate. The caller did not provide the exact date of the customer's death. The caller stated that it happened a couple of weeks ago. The caller stated that the customer had a bad heart and a heart disease. The caller stated that the customer had a doctor's appointment, came home around noon, sat in her chair, made a noise and then passed. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they no longer have the customer's insulin pump.